Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient was then implanted with an artificial urinary sphincter (aus) on a later date. No patient complications were reported in relation to this event.